Event description:
The device was used during a bowel procedure, pt had a history of renal failure and ovarian cancer and had received radiation about 25 yrs ago. The pt had a bowel obstruction in the distal ileum. The surgeon resected 4 inches of bowel and performed a functional end-to-end anastomosis. During the procedure, the surgeon also discovered cancer in the hepatic flexure and performed another bowel resection. Two anastomoses were performed during the procedure, and they both leaked. As a result, a reoperation was performed.